Event description:
It was reported that during implant of the right ventricular (rv) lead the patient experienced ventricular fibrillation (vf), a suspected perforation, hypotension, pericardial effusion and cardiac tamponade, with the patient blood pressure decreasing when the lead was being placed and the coronary sinus may have been damaged. A chest cavity drainage was performed. Following this, additional surgery and surgical hemostasis were performed. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.